Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. At 0230am, the pump was programmed to deliver hydromorphone 1mg/ml instead of the intended concentration of 0.1mg/dl, with a 0.1mg pca dose, a 10 minutes pt lockout, and a 3mg 4 hours limit. At 1030am, the pt was reportedly "snoring funny". The nurse was able to arouse the pt, but the pt would fall back to sleep. The respiratory rate was ten breaths per minute. The pt was treated with one ampule of narcan and fully recovered. There was no reported adverse pt sequelae. The pump was sequestered and removed from clinical service. Therapy was not resumed. Though requested, no additional info was provided.